Manufacturer narrative:
Film evaluation summary: the inaccurate placement of the stent graft leading to coverage of the celiac artery was confirmed; however, the cause could not be determined from the films provided. The pre-implant CT¿s confirmed that the patient had a short & tapered distal seal zone; ranging in flow lumen diameter from ~43 ¿ 35mm along a 15mm length above the celiac artery. Complete films during implant, including images showing the positioning of the device up the tortuous left side, were not available for return. A returned segment of the angiogram at implant revealed that the most distal stent (and fabric) in the anterior plane appeared to have deployed slightly more distally than the remaining part of the distal fabric and may have also covered the wire which had been placed into the celiac artery. No other obvious stent graft or delivery system issues were seen during deployment. It is possible that implanting into a severely tapered and short length distal landing zone may have contributed to the inaccurate delivery. Device oversizing, or an unknown anatomical, procedural, or a possible device issue cannot be ruled out as a potential cause. However, the delivery system was discarded and a product investigation could not be performed. Additional information: it was reported that the patient is now paraplegic with respiratory distress. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted in the endovascular treatment of a 54mm thoracic aortic aneurysm. It was reported that during the index procedure, the plan was to implant both stents to cover all the descending aorta from the left subclavian artery (lsa) to the celiac trunk. It was reported that the physician proceeded with the procedure although it was known that the distal landing zone was 20mm, outside this devices IFU. It was reported that both devices were flushed with heparinized saline and also with c02 to reduce the cerebral embolism risk. A non - mdt sheath was used to introduce the valiant navion stent grafts through the left femoral artery. The first valiant navion vnmc4040c218te was deployed distally to the lsa with no issues. The second valiant stent vnmc4646c218te was deployed as a distal extension. It was reported that the two distal markers of this stent graft were used as a reference point to deploy the graft close to the celiac trunk. A guide wire was also placed in the celiac trunk to help identify its location as it was not clear with angiography. It was noted that the stent deployed inaccurately and involuntary covered the celiac trunk. It was noted that there was no parallax error and the anatomy was straight. The celiac trunk was re-perfused via the superior mesenteric artery (sma) and this was confirmed by angiography. No endoleaks were present. As per the physician the cause of the event is a technical problem. No additional clinical sequelae were reported and the patient is fine.